Manufacturer narrative:
At this time, this device had not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was explanted due to an infection. It was noted that the patient developed twiddler's syndrome which resulted in an infection.